Event description:
It was reported that stent damage occurred. Vascular access was obtained via the left artery. The 3.5mmx55mm, eccentric, de novo, 99% stenosed target lesion contained a 45 degrees bend was located in the moderately tortuous and severely calcified left anterior descending artery. After a pre-dilation was performed with a 2.75x15mm non-bsc balloon catheter, a 28 x 3.50 rebel stent was advanced for treatment. However, the device was unable to cross the lesion. The device was then removed and it was noticed that the tip of the stent strut was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.